Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil mist filter was cleaned and adjusted to resolve the odor/smells issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of an ¿oil smell¿ emitting from the sterrad 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue, and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smells issue was reviewed from (B)(6) 2018 to (B)(6) 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for return and further analysis. The assignable cause of the odor/smells issue is likely due to the oil mist filter. The fse adjusted/tightened the part and confirmed the unit was within specifications. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. (B)(4).